Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulse catheter and the patient experienced heart block that required pacemaker insertion. The patient went into complete heart block. It was reported that the patient's pr interval starting the case was 169. When the physician went into left atrium, the varipulse fell into the left ventricle (lv) twice. Upon the second time that the catheter fell into the left ventricle, the physician had a little more of a difficult time removing the varipulse from the left ventricle. Prior to pulling the varipulse back into the sheath, the coronary sinus (cs) catheter was placed into the right ventricle (rv) to pace the patient. They remained pacing the patient for a while and the physician continued to pace the patient while starting ablation. After ablating the right veins, the physician came off pacing and found the patient had a pr interval of 343 ms which degraded down to complete heart block. The medical intervention was a dual chamber pacemaker. As patient was in post-anesthesia care unit (pacu), she improved and had full conduction return and was not being paced by the device. The patient did not require extended hospitalization. The physician¿s opinion on the cause of this adverse event is it related to the "vp" procedure. "Vp" has a lot of power. Not sure when exactly the patient went into complete heart block because they were pacing the rv when he was pulling the "vp" out of the lv and they continued to pace while they ablated the right pulmonary veins.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulse catheter and the patient experienced heart block that required pacemaker insertion. The patient went into complete heart block. It was reported that the patient's pr interval starting the case was 169. When the physician went into left atrium, the varipulse fell into the left ventricle (lv) twice. Upon the second time that the catheter fell into the left ventricle, the physician had a little more of a difficult time removing the varipulse from the left ventricle. Prior to pulling the varipulse back into the sheath, the coronary sinus (cs) catheter was placed into the right ventricle (rv) to pace the patient. They remained pacing the patient for a while and the physician continued to pace the patient while starting ablation. The medical intervention was a dual chamber pacemaker. As patient was in post-anesthesia care unit (pacu), she improved and had full conduction return and was not being paced by the device. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31312743l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).